Event description:
Info received indicates the head end brake casters will engage into brake but do not hold.

Manufacturer narrative:
The technician found a broken screw in the hex rod. The technician replaced the hex rod and screw to repair the bed.